Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). A sample from the patient was tested on (B)(6) 2017, resulting as 32.18 miu/ml. On (B)(6) 2017, a second sample was collected from the patient and tested, resulting as 0.320 miu/ml. The 0.320 miu/ml was reported outside of the laboratory to the treating physician, who did not believe the result. The patient is pregnant, so an increase in the value was expected. A third sample was collected from the patient and tested on (B)(6) 2017, resulting as 9844 miu/ml. All three samples were repeated on a different analyzer on (B)(6) 2017, resulting with the following values: sample 1 = 33.49 miu/ml, sample 2 = 45.06 miu/ml, sample 3 = 9733 miu/ml. No adverse events were alleged to have occurred with the patient. No improper treatments were initiated for the patient and the patient is ok. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue is not evident. Possible root causes for this event may be sample quality and insufficient maintenance. Quality controls were within range, but trend low. Calibration signals were within expectations.